Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the unit displays a rainy and poor ultrasound image. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported issue is due to an internal failure within the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer is seeing rainy images on the screen.